Event description:
Pt sustained right femur fracture, below previously placed right total hip arthroplasty (15 yrs ago). She was admitted to the hosp for revision of the right total hip and repair of the fracture. The existing joint components were found to be loosened. Intraoperatively, three batches of methyl methacrylate bone cement were inserted. Upon insertion of methyl methacrylate, immediate EKG changes were noted. Pt experienced immediate cardiac arrest and resuscitative measures were unsuccessful. Pt expired during surgery.